Event description:
Information was received that the "o2 alarm stopped working" on a smiths medical pneupac parapac ventilator. No adverse effects were reported.

Manufacturer narrative:
Additional information received: updated adverse event or product problem-date of event and type of reportable event. The reporter provided information stating that the device settings were failed to be recorded at the time of the event. However, the o2 alarm went off saying it was not within tolerance. Subsequently, the respiratory therapist bagged the patient immediately to continue ventilation. The patient was unharmed.

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be in good condition. Device underwent functional testing, and the customer reported incident was not confirmed. The battery was replaced as a preventative measure.the problem source has been determined to be 'no fault found'.